Event description:
Per the clinic, it was reported that the patient experienced atypical sound percepts, pain, tinnitus and short circuit. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The patient also experienced extrusion of the electrode lead into the external auditory canal (specific date not reported). The implanted device is still in place.

Manufacturer narrative:
Correction: annex e has been updated with code 2103 (tinnitus), and annex f has been updated with code 4653 (reprogramming of the device).